Event description:
On 20-may-2026 the patient reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 50¿60 mg/dl following several days of blood glucose excursions from approximately 400 mg/dl with rapid declines into the 50¿60 mg/dl range. The user was transported to the hospital by a caregiver where the user was diagnosed in a hypoglycemic condition and treated and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.